Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Event description:
The consumer reported via multiple medwatch reports 16 false positive results with the binaxnow covid-19 self test performed on various dates between (B)(6) 2022 thru (B)(6) 2023. This MFR. Report addresses result three (3) of sixteen (16) and medwatch report # mw5116417 including unknown lot number. The consumer reported false positive result with the binaxnow covid-19 self test performed on unknown date in (B)(6) 2022. Confirmation testing via pcr (platform unknown) was performed and generated a negative result. The consumer indicated that pcr could be wrong since they all had symptoms. The consumer stated indicated that no treatment was prescribed as a result. No additional information was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.d9 - device available for evaluation h3 other text : device discarded; single-use device.

Event description:
The consumer reported via multiple medwatch reports 16 false positive results with the binaxnow covid-19 self test performed on various dates between sep2022 thru jan2023. This MFR. Report addresses result three (3) of sixteen (16) and medwatch report # (B)(4) including unknown lot number. The consumer reported false positive result with the binaxnow covid-19 self test performed on unknown date in (B)(6) 2022. Confirmation testing via pcr (platform unknown) was performed and generated a negative result. The consumer indicated that pcr could be wrong since they all had symptoms. The consumer stated that no treatment was prescribed as a result. No additional information was provided.